Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported entrapment of device (clip entangled on the anterior side of the valve with chordae). The reported foreign body in patient was due to the entrapment. The reported unexpected medical interventions were results of case specific circumstances as the clip was deployed at an unintended location and a second mitraclip was then placed laterally to the initial clip for stabilization. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. Throughout the procedure there was challenges with imaging reported. A mitraclip ntw was advanced within the patient, after the first grasping attempt the anterior clip arm became entangled on the anterior side of the valve with chordae. Troubleshooting was preformed to try to free the clip. It was determined to try to grasp the leaflets and deploy the clip on the one leaflet a second mitraclip was then placed laterally to the initial clip for stabilization and the procedure was discontinued. The final mr was grade 2-3. There were no adverse patient sequela or clinically significant delays reported.